Manufacturer narrative:
(B)(4) a visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. Root cause is unknown. Corrective actions cannot be established. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, determine the root cause and establish corresponding corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the connector on the et tube is coming out of the tube while attached to the circuit". It was reported there was no patient injury or consequence.